Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The customer's stated problem was verified. The pump was inspected and found air bubbles on downstream occlusion sensor seal. Air bubbles were the cause of the complaint. The downstream occlusion sensor will be replaced to resolve the issue.